Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with phrenic nerve stimulation. Upon investigation, an increase in the capture threshold resulting in a loss of capture and episodes of undersensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgement of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.